Event description:
The complainant has reported that a female pt underwent an electrocautery procedure using an injection gold probe device by way of esophagogastroduodenoscopy. It was reported that during the procedure, the tip broke off in the pt. The physician recovered the tip from the pt and successfully completed the procedure using a second injection gold probe device. There were no reported pt complications as a result of this event and the pt was in "okay" condition following the completion of the procedure.

Manufacturer narrative:
This device has not been received by the MFR; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.